Event description:
Pump was returned for service with a report of "damaged pole clamp". The pole clamp assembly had detached from the back of the pump. There was no report of patient injury or medical intervention. Information was not provided regarding whether or not the device was in use on a patient when the clamp detached.